Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic cutting knife does not cut. Procedure details and patient impact were not reported. Additional information has been requested but is not available at the time of this report.

Event description:
Additional information received stating that the event was observed during cataract surgery. The surgery was completed on the same day which do not require any additional intervention and there was no injury caused to the patient.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).